Manufacturer narrative:
According to the follow up, the customer did not keep the mcs tip cover accessory. Therefore, the root cause of the customer reported issue cannot be determined. Isi received the mcs instrument associated with this complaint and completed investigations. Failure analysis investigations found thermal damage on the distal end of the tube extension. The instrument passed an electrical continuity test and an energy delivery test. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, arcing was observed from the tip cover accessory. Although, no patient harm, adverse outcome or injury was reported at this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover of the monoplar curved scissors (mcs) was found burnt after using the mcs. Additionally, there were burn marks on the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: an inspection was done prior to use and no damage was noticed. Additionally, all cannulas were inspected before use and no damage was noticed. The customer didn¿t observe arcing. However, the damage was noticed on the tip of the instrument when it was under vision. The endoscope was in close proximity right after the event. There were no collisions, no patient harm and no intervention was required. The instrument was replaced and the procedure was completed. The customer did not keep the tip cover.